Event description:
Tech found head of stretcher wouldn't go down.

Manufacturer narrative:
After troubleshooting stretcher, tech found the head panel gas springs had frozen up. Tech changed springs and bed is working as it is supposed to.